Event description:
Journal article ¿epstein¿barr virus-positive large b-cell lymphoma associated with a breast implant¿ reported right side "a case of epstein-barr virus (ebv)- positive large b-cell lymphoma associated with a textured silicone implant" ;this event is not device related. Additionally, "right breast pain and tenderness with a history of textured silicone breast implant" and "fluid collection...extracapsular leakage" were reported. The device remains implanted.

Manufacturer narrative:
Article citation: van laar veth, a., and l. Davey. ¿breast pathology.¿ epstein¿barr virus-positive large b-cell lymphoma associated with a breast implant, vol. 83, no. S1, 2023, pp. 7¿8, https://doi.org/10.1111/his.14976. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma and rupture.